Manufacturer narrative:
Correction (g1) - contact office address: dr. Pamela meadows pam.meadows@convatec.com 7815 national service road suite 600 greensboro, nc 27409 336-542-4679 a batch record review indicates no discrepancies. Pm logs have been checked and all pm's have been completed with no discrepancies found. Affected amount: (B)(4). Duoderm paste 30g was manufactured under sap code 1000894 and manufacturing lot number 9m00772. Lot # 9m00772 was sterilized under lot 2173-7093a and released on review of results of sterilization provided by sterilization company steris. All of the results were within specification and products were released. The production process, in process testing and packaging of products was run in accordance with pi12-021 ver. 25.0 for paste. Visual inspection in accordance with pr20-009 was completed at the beginning of the order and every hour following until the order was completed. No nonconformity was registered within the manufacturing process of lot 9m00772. This is the only complaint for the affected lot registered within tw8.7. 2 photographs have been received for this issue and have been reviewed in accordance with wi-0359. The photographs confirm the product expected and the complaint issue. The issue appears to be excess paste within the crimp of the tube and has leaked onto the tube. Duoderm paste has since been discontinued and the line has been removed from deeside. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 1000317571.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Device 10 of 13. (B)(6). B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the contents of an unknown number of tubes in the 13 boxes had leaked, which made all 13 boxes greasy and therefore unsellable. The products were not used. A photograph depicting the issue was received from the complainant.